Event description:
Concomitant device reported: unknown reamer (part # unknown, lot # unknown, quantity # 1), tfna fenestrated screw (part # 04.038.190s, lot # h673853, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices. The incorrect received date was inadvertently utilized in initial medwatch. The correct date is august 7, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summar. Visual inspection: the received tfna nail is as expected for an device which was implanted in an used condition, there are different discolorations and stress marks visible. The helical blade locking mechanism is at a depth of about 9.9mm. There are no objects, that would prevent placement of the extraction instrument 03.037.032, visible in the proximal end of the nail. Functional inspection: according to the received information was the extraction of the nail with the extraction instrument possible after the unknown object was advanced to expose proximal nail threads. Based on this information a functional issue of the nail can be excluded. Dimensional inspection: the depth of the locking mechanism was checked with the caliper 3-01-20766. Currently the mechanism is at a depth of 9.9mm. 8.5mm is the insertion depth of the extraction instrument 03.037.032 per drawing. Based on the it can be concluded that the extraction instrument can be fully inserted in the current position of the locking mechanism. Drawing/specification review: the tfna surgical technique was reviewed. On page 72 it is described that the hex of the locking mechanism is has to be turned to the stop to disengage the locking mechanism. This movement is made after the extraction instrument 03.037.032 is attached to the nail, because the extraction instrument is the mentioned stop. Summary: the complaint condition cannot be confirmed, there is no unknown object visible in the nail and the locking mechanism is in the correct position to attach the extraction instrument. Based on the provided information we have to assume that the locking mechanism was the unknown object and that the mechanism was for any reason turned out to the top of the thread before the extraction instrument was attached. Due to that there was no thread left to attach the instrument. The insertion of the instrument was finally possible after the locking mechanism was advanced to expose proximal nail threads as described. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 04.037.028s, 10mm/125 deg ti cann tfna 380mm/right ¿ sterile. Lot number: 9814346 (sterile). Manufacturing location: monument. Manufacturing date: 02-jun-2015. Expiration date: 30-may-2025. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55. Lot number: 9324976. Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: 7840771. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 06-feb-2015 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: 7970164. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: 7854209. Lot quantity: (B)(4) lbs. Certified test report supplied by (B)(4) company dated 14-jul-2014 and certificate of test supplied to (B)(4) dated 27-jan-2014 were reviewed and determined to be conforming. Ncr 1117747 was initiated at incoming inspection for an over specification diameter (tapering). The lot was 100% inspected for this condition and the oversized diameter was determined to be contained to a 300mm length of one bar. This section was removed and the remainder of the lot was released. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a revision surgery on (B)(6) 2019, an event occurred where the distal locking screw had broke into two pieces. It was noted the screw head was removed but the distal portion remained in the patient. An intraoperative event was noted about the reamer during the revision surgery. The fragment left behind in the bone would not allow a reaming rod to pass through the bone. Additionally, an issue occurred with an extraction screw. The screw was not mating properly with the nail or the extraction device. No threads were available for engagement due to blocking of the cannulation by an unknown object. Resolved by advancing the object to expose proximal nail threads so they could then engage the extraction instrument. A 10-15 surgical delay was noted. Concomitant device reported: unknown reamer (part # unknown, lot # unknown, quantity # 1). This is report 1 of 3 for (B)(4). This complaint captures the intraoperative event and is linked to (B)(4) the post operative event/revision surgery.